Event description:
Despite numerous attempts to obtain additional information, no more information has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Event description continued: a proctoscopic examination was performed and the anvil was noted to be within the lumen of the rectum and bowel at the level of the anastomosis. This was noted because carbon dioxide was emitting from the abdominal cavity into the rectum then the procedure converted to an exploratory laparotomy. In addition an x-ray and CT-scan of the abdomen revealed that a small metallic object was present in the rectum at approximately the anastomosis. This was an anvil of the 33mm stapler which had become unsnapped after firing the stapler and the time of removal of the shaft of the stapler in the operating room approximately 1 week ago. It is unknown if the patient has been discharged. The device was discarded. Additional information received on (B)(6) 2010: this was an anvil of the 33mm stapler which had become unsnapped after firing the stapler at the time of removal of the shaft of the stapler in the operating room approximately 1 week ago. It should be noted that the reporter was not able to locate the device sticker on the charge sheet for the ecs33 device. However, a sticker for the ecs29 device was fastened to the charge sheet. Only the ecs33 device was referenced in the op-notes. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Received user facility medwatch # (B)(4). (B)(4).

Event description:
It was reported that during a robotic assisted laparoscopic subtotal colectomy procedure, the surgeon did the anastomosis and the anvil was placed in the ascending colon. The circular device was placed through the anus through the rectum against the free end of the rectal stump at approximately 22cm from the anal verge. The anvil shaft was opened and the spike popped through the anal stump then the anvil grasper was used to place the anvil into the spike and stapler. The device was then closed to the appropriate closure, fired and was removed. The anastomosis was thus completed. A vascular clamp was inserted to clamp the ascending colon near the cecum and abdominal cavity. Saline was placed over the anastomosis in the pelvis. A proctoscope was inserted and air was insufflated into the rectum and distended the ascending colon as well and the rectum. There was no bubbling at the anastomosis. The anastomosis was visualized also using the proctoscope. The scope was removed and a reassessment was performed to assure hemostasis. There was no bleeding and no injury to structures. Post op the patient became very sick. On (B)(6) 2010 a CT-scan of the abdomen and pelvis without contrast was performed and noted a mushroom shaped structure at the junction of the sigmoid and descending colon. A soft tissue drain was in place and high density fluid around the area. A re-operation was performed on (B)(6) 2010 which started as a laparoscopy due to an infected hematoma. Additional information has been requested.